Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The customer also had a low blood glucose event as well. The doctor stated that the patient was incoherent at the time of the low blood glucose, and he was unable to receive any further information from the patient. No further details were provided regarding the hospitalization; the customer was called back but did not answer the phone. No products were returned or replaced.